Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Post-paced t-wave oversensing was noted on the ventricular lead. The patient did not receive any therapy during the oversensing. Oversensing was noted on the stored egm. Requested record sessions were not provided for further evaluation. Programming changes were made.

Event description:
New information received indicates that the patient presented to the clinic with new episodes of post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Oversensing was noted on a stored egm. Programming changes were recommended. Dft and further actions will be discussed with the physician.